Manufacturer narrative:
Investigation findings: the device was received with the screen no longer adhered to the housing. No damage was found to the screen itself, however, the rtv sealant was found to have separated cleanly to only side of the bonding interface. This implies that primer was likely not applied at the time of manufacturing.

Event description:
It was reported that an ilet pump became nonfunctional with a broken or degraded screen, and the device was determined to require replacement; the device was also advised to be considered no longer water resistant, and the user was instructed to maintain backup therapy. No reported symptoms. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included collection of device history, user interview, review of available images or descriptions, and planning for return analysis with instructions to sync data and shut down prior to shipment. Investigation of this case revealed that functionality was in question due to screen damage and potential liquid ingress risk, consistent with hardware failure of the display assembly. It was concluded that the event was attributable to a device component malfunction of the screen without associated adverse health effects, and a replacement device was issued with the original to be returned for further evaluation.